Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7305641. Medical device expiration date: 10/30/2020. Device manufacture date: 11/30/2017. Medical device lot #: 7216994. Medical device expiration date: 7/31/2020. Device manufacture date: 09/19/2017. Medical device lot #: 7305641. Medical device expiration date: 10/20/2020. Device manufacture date: 11/30/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure three-way valve with tubing is packed, so that the tubing is already kinked in the package. Thus, the drug is difficult to go through. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation results: six units were received for analysis. Our quality engineer visually inspected the returned units and confirmed the tubing was kinked. Based on DHR review for lots reported, all samples taken for visual and functional characteristics properly met the acceptance criteria. Quality records have been consulted for tracking and trending purposes and no issues are detected which means low occurrence. Product condition is inherent to the assembly process especially with catalog 394945 given its length. Such condition isn't associated to functional issues like damage, cracks or leakage. No corrective actions will be taken at this time; however we will keep monitoring the manufacturing process in case any emerging trend is detected.